Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt weak and was sent to the hospital. It was found that the device was depleted. The device was explanted and replaced. The patient¿s condition was stable during and post-surgical procedure?

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.